Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. On 3/10/08, the field service engineer evaluated the device and confirmed the reported failure. The ECG trunk cable was replaced with resolved the reported issue. We are considering this a malfunction of the ECG trunk cable. (B) (4).